Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and exchange from textured to smooth implants due to concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold, white calcification on the shell and two openings curved on the anterior. A microscopic analysis was performed which identified: two striated openings on the anterior and wear abrasion. Based on the device analysis the final assessment is: two striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and exchange from textured to smooth implants due to concern with the product. The device has been explanted.